Event description:
Blood leakage at seam level of leg splint allowing blood to penetrate between the two layers of vinyl. Sewn seam allows leakage. 8-18-97 afternoon run for trauma case. Leg splint applied to a very bloody leg. Splint was cleaned per protocol and hung to dry. Several hrs later, on a second ambulance run the splint was dry and free of visible contaminate. This splint was applied to pt of 2nd run for an injured leg/ankle. No bleeding from this pt. However, upon arrival at the hosp, there was noted blood on the pts sheet and his pant leg was wet. He did have non weeping pimply like areas on his lower leg. Therefore, the pt was treated for possible blood borne contamination and is to follow-up with retesting and hepatitis b vaccinations.